Manufacturer narrative:
As of (B)(6) 2017 aso has evaluated retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests. Refer to this report for further details.

Event description:
Consumer stated that bandages caused red marks to her leg.